Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station prompts for password when turned on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was requesting a password. The technical support specialist (tss) was unable to locate the station name request. The tss attempted to contact the customer but there was no answer. Then the customer had informed that the field service engineer had been notified to handle the station configuration. The tss had multiple follow up to get resolution but there was no response from the customer end updated for closure of case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the station prompts for password when turned on. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.